Event description:
It was reported that the controller was exchanged due to a cut in one of the power cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cables was confirmed with the evaluation of the returned system controller serial number (B)(6) (backup battery serial number (B)(6)). Visual inspection of the returned system controller (serial number: (B)(6)) revealed cuts in the black and the white power cable insulation jackets that exposed the underlying teflon insulation tape, which wraps around the shield wire. The damaged power cable insulation jackets did not affect the functionality of the controller during testing. The controller was tested with a test power module/system monitor and a mock circulatory loop. The controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. No damage to the inner wires was observed. The log file downloaded from the returned controller contained approximately 11 days of data combined (10feb2022 ¿ 14feb2022 per the timestamp). The log file recorded that the system operated with routine power cable disconnect/low voltage advisory alarms associated with power exchanges. The driveline was disconnected on 14feb2022 at 14:24 for a system controller exchange. The pump maintained a speed above the low speed limit while the driveline was connected. Although the root cause of the damage could not be conclusively determined, it appeared to be a result of wear and tear; the returned controller was almost 5 years in clinical use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 16dec2016. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.